Event description:
Patient initially had pacemaker placed on 3/29/90 for syncope and recurrent episodes of prolonged asystole. A generator and venticular lead was placed. During a recent transtelephonic pacemaker check, the patient was noted to have failure to capture and failure to sense. The patient was brought to the office and interrogated. The resistance was noted to be 86 ohms. The lead was capped & left in the patient, and a new lead was placed.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: insulation. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.